Event description:
It has been reported to the co that the shaft of the guide catheter shaft separated and had to be surgically removed from the pt. The physician inserted the guide catheter through the 7f introducer sheath and advanced it forward in an attempt to cannulate the right coronary artery. The physician noticed that the right femoral artery had moderate kinking before the iliac bifurcation. The physician advanced the guide forward into the aorta and the tip of the guide catheter was not responding when the physician attempted to torque the guide catheter for placement. The physician attempted to remove the guide catheter and felt some resistance, applied some force and the shaft of the guide catheter separated. The physician was able to remove 35cm of the guide catheter, but the remaining shaft was caught on the tip of the introducer sheath.